Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-27866. Related manufacturer reference number: 2017865-2021-27867. It was reported that a patient presented in-clinic for a explant procedure due to infection. A culture was taken on a prior, unknown date but it is unknown how the infection was identified . On (B)(6) 2021, the entire system was explanted and a temporary pacer was implanted with the chronic device, which was placed externally. On (B)(6) 2021, the temporary pacing lead and chronic device were removed and a new system was implanted. The patient was stable throughout the intervention process.